Event description:
It was reported that this patient's old right atrial (ra) and right ventricular (rv) leads were failing and a revision was being planned. It was inquired if the patient's implantable pulse generator (pacemaker) could be programmed off. Technical services (ts) confirmed it can. Attempts to obtain additional information were unsuccessful, no further information was provided. Both this patient's ra and rv lead remain in service and no adverse patient effects were reported.